Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the questioned results were associated with the use of compromised kits from lot k29038, which were subjected to a temperature excursion of 54 °c post-arrival in south africa. A total of 37 affected kits were erroneously distributed to multiple customers despite instructions to scrap them. Two customers, ampath nhls cape town (B)(6) and ampath blomfontein, used the affected kits to test infant patient samples. A review of the data confirmed that all results, with the exception of one dried blood spot (dbs) sample, were concordant upon repeat testing using a new kit lot (m08892). The dbs sample, which was tested three times, initially generated reactive results with cycle threshold (CT) values of 37.6 and 42 using the compromised kit. The result with a CT value of 42 was reported as indeterminate. Upon repeat testing with the new kit lot, the result was non-reactive. The dbs sample was determined to be at or near the limit of detection for the assay. The maternal hiv viral load, which was elevated historically and at the time of delivery, was noted as a potential contributing factor to the initial reactivity. The root cause of the issue was identified as a workflow error at the affiliate hub, where the compromised kits were erroneously distributed to customers. A systemic product quality issue was not identified, and the investigation concluded that there was no patient safety risk associated with this issue. All compromised kits were returned as part of a local recall initiated on 14-mar-2025.

Event description:
The initial reporter alleged questioned results with the kit c58/68/88 hiv-1/hiv-2 qual 192t ivd assay. The allegation involved the use of compromised kits that were subjected to a temperature excursion of 54 °c post-arrival in south africa. A total of 37 affected kits were erroneously distributed to multiple customers despite instructions to scrap them. Two customers, ampath nhls cape town (tygerberg) and ampath blomfontein, used the affected kits to test infant patient samples. Ampath nhls cape town (B)(6) reported using four affected kits to test 20 infant samples. All initial results (pre-recall notification) were reactive, and upon repeat testing (post-recall notification) using a new kit lot, all results remained reactive. All controls were valid during both the initial and repeat runs. Ampath blomfontein reported using three affected kits to test multiple infant samples. All initial results (pre-recall notification) were concordant with repeat results (post-recall notification) using a new kit lot. However, one dried blood spot (dbs) sample was tested three times. The initial test using a compromised kit generated a reactive result with a cycle threshold (CT) value of 37.6. A repeat test using the same compromised kit generated a reactive result with a CT value of 42, which was reported as indeterminate. A third test using a new kit lot generated a non-reactive result. The customer reported that the infant did not have an hiv viral load, but the maternal hiv viral load was elevated historically and at the time of delivery. All other samples tested using the compromised kits provided concordant results upon repeat testing with a new kit lot.